Event description:
During a periodic review of the manufacturer¿s programming history database, it was revealed that high impedance was observed on the patient's vns generator. Follow up with the patient's treating medical professional revealed that it was planned to replace the patient's vns generator and lead. However, the patient and patient's family did not respond to attempts at communication. It was reported that the vns was still implanted in the patient. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.